Manufacturer narrative:
The reported event of zero impedance on electrode 5 and 6 due to electrode dislocation was not confirmed. As received, the octrode lead had no visible anomalies and passed all functional testing.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03171. It was reported that the patient experienced low impedances due to the lead migrating. As a result, the physician elected to explant and replace the lead. Issue has been resolved. Note: it is unknown which lead is liable. As such, both are being reported.